Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Returned strip were not tested as failure mode is a meter evaluation only- discarded. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer reported feeling shaky; medical attention was not required at the time of the call. Per the customer he has had the meter since december 2025 and the battery had not been changed. During the call the true metrix go meter powered on using the power button but not when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 08/19/2027; product storage and open vial date were not provided.